Event description:
The family member called lifescan and alleged meter was reading inaccurately erratic. The pt obtained two results of 9.6 and 18.9 mmol/l. The tests were performed within 10 minutes of each other and they fall outside of the 20% specifications. No symptoms were reported at the time of testing. The pt visited their physician because of the difference in their results. The physician tested the pt on pt's meter and the blood glucose result was normal. No treatment was given. A replacement meter has been sent. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt does not have any control solution to troubleshoot. This complaint is being reported as a malfunction because there is evidence of a meter malfunction (the comparison fell outside of the 20% specifications) and there is no evidence of the meter contributing to a serious injury (at the physician's office, the pt's blood glucose was in normal range and no symptoms were reported).